Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the gas leak issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was leaking during preparation for the afternoon¿s procedures. According to the initial reporter, no amount of trouble-shooting could resolve the issue, and the staff was forced to use another unit to continue cases for the day. There was no patient harm reported from this event.